Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling and bard mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2012 due to erosion and infection; along with enterocele repair, anterior colporrhaphy, bilateral paravaginal defect repair, posterior colpoperineorrhaphy, levatorplasty, partial colpectomy, colpocleisis and cystourethroscopy. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-25170. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat recurrent vaginal prolapse and cystocele and mesh was implanted. It was reported that the patient had concurrent procedures of bilateral salpingo-oophorectomy, anterior/posterior colporrhaphy with bard mesh monofilament knotted polypropylene 3x6 implanted due to recurrent vaginal vault prolapse and mesh erosion and vaginal vault suspension emplying the round ligament and cystoscopy during mesh implantation. It was reported that following insertion of the mesh, the patient experienced abdominal/pelvic pain, recurrent vaginal prolapse, infections, mesh exposure, and vaginal mesh erosion. It was also reported that the patient underwent reduction of enterocele, placement of mesh and bilateral sacrospinous vaginal vault suspension on (B)(6) 2005 and underwent excision of vaginal mesh on (B)(6) 2012. No additional information was provided. (B)(4).